Event description:
The shunt was implanted in 1999. The pt's condition became worse and the pt was in a coma in late october and early nov. It was discovered that the shunt had become occluded. In 1999, a csf shunt, medium pressure, was implanted to replace the delta valve, performance level 1.5 and the pt's condition improved. The valve was tested at the hosp. There was no flow when the delta chamber was pressed. If there is no add'l pressure on the delta chamber, the flow is good, and the opening valve pressure is correct. The pt had a lung infection in oct.